Event description:
A medtronic sales rep in another country reported for the hosp that during a modified endoscopic lothrops procedure, the head of the bur broke off while drilling at 6000 rpm laterally, in the left frontal sinus. In a separate procedure, the surgeon made a 4mm trephination into the frontal sinus using a maxillary trephine set and removed the broken bur using a pediatric endoscope and forceps. The pt recovered without the need for further intervention.